Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the right ventricular lead exhibited noise over-sensing which resulted in pacing inhibition. Programming changes were made. The patient was stable.